Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that while squeezing the pph01 trigger, the instrument has cut without releasing the staples. The washer "click" has not been heard. Moreover, at opening the sterile package, the operator noticed that the safety was disconnected. The case was completed by hand suturing the anastomosis.